Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. Patient condition was unknown.

Event description:
Additional information received notes that the connection issue was rather due to patient having difficulty in operating their own mobile device.